Event description:
According to the reporter: dr. (B)(6) deployed the bag and noticed the end of the stabilizing loop was broken at tip. The rim on the bag was broken at tip. The plastic bag slid off and into patient. Another endo bag was used to collect the specimen.

Manufacturer narrative:
(B)(4)